Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - the pt was implanted with a bard composix f/x mesh during a traumatic ventral incisional hernia repair. It is alleged that the pt suffered severe and permanent bodily injuries, physical pain and suffering, including but not limited to severe weakness, fatigue, severe pain, issues with digesting food, and limitations in mobility. On (B)(6) 2011 - the pt underwent a second surgery to remove the mesh. On ni/ni/ni - allege patient death. No details provided at this time. The attorney's report alleges death, permanent injury, pain, additional surgery, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk to what degree the device may have caused or contributed to the reported event. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no product was returned for evaluation. We have contacted the initial reporter to request additional info including patient info, copies of medical info/records and death certificate/autopsy report and to request return of the device for evaluation. This MDR includes all patient, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.